Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. A technical support specialist confirmed the issue for the affected user by checking ids logs, which showed all login activities corresponding with failed credential attempts. This indicated that the user¿s authentication attempts were failing due to invalid credentials, incorrect password, explaining the user authentication failed error. Since the issue affected only a single user and the logs confirmed invalid credentials, ad was required to verify the account from their side. The customer mentioned that the problem was related to their it department. It has since resolved the issue and confirmed by the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a user was unable to log in and received an unable to authenticate error. They stated that the issue affected only one user and that the problem had begun to delay patient care. There were no adverse events or injuries reported based on this event.